Event description:
Rayner intraocular lenses limited received notification from its (B)(6) partner of an event that occurred following implantation of an unspecified rayner intraocular lens (iol) opacification of the iol is reported to have been detected in the post-operative period. For further information please refer to rayner intraocular lenses limited's MDR 9611165-2014-00064.